Event description:
Event description cpi received information that this endotak transvenous defibrillation lead had 'insulation break of the lead'. An invasive procedure was performed and the physician elected to replace the implantable cardioverter defibrillator (ICD) and the rate sensing portion of the endotak lead.